Manufacturer narrative:
. Work order search: no similar complaints within associated lots were found. Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. (B)(4).

Event description:
A facility representative reported that following a implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was later intraoperatively removed and replaced for a spherical lens and the problem was resolved. Cause of the event is unknown. Reportedly, "the patient wore soft contact lenses for a long time before surgery. Although the patient had stopped wearing soft contact lenses for one week during the preoperative examination, the cornea might still be in a state of edema, and the measured degree of astigmatism was not accurate. The vision acuity was ok within one month after surgery. The ticl lens did not rotate to a large extent and the rotation was within the acceptable axial range of optometry. After communication with the patient, we decided to change the icl with no astigmatism. The naked eye vision of the right eye recovered 20/20 one day after icl replacement, and the patient was highly satisfied."

Manufacturer narrative:
H3: device evaluation: lens was returned with moisture within a microcentrifuge vial. Visual inspection found fibers on a haptic bent len. Dimensional and functional inspection found lens to be manufactured within specfications. Claim# (B)(4).